Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported uncomfortable photophobia/transient light sensitivity approximately six to eight weeks post uncomplicated laser assisted cataract surgery in a patient's eye. Vision is reported to be excellent. Patient was prescribed a topical anti-inflammatory medication and is responding well. Additional information has been requested. There are six related reports. This report addresses patient five and other manufacturer reports will be filed.

Manufacturer narrative:
Subsequent communication with the surgeon and clinical application specialist indicate that these symptoms may have been due to a batch of drugs, sterilized instruments, or a different cause for each patient and there is no clear evidence of the cause. The surgeon clarified that she was not sure it was transient light sensitivity syndrome and since the event was reported this issue has not reoccurred. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).